Manufacturer narrative:
The hill-rom tech found the communication cable has a broken pin. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007 and 2009-2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the communication cable to resolve the issue. Based on the info, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed's nurse call is not working. The bed was located at the account in (B)(6). There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).